Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was previously performed using pcr test method and the negative result was obtained (B)(6)2021. The result was reported to physician. There was no report of patient impact. Eua # 201889 the following information was provided by the initial reporter: (patient 1, event 2 of 5) it was reported that false positives were obtained. Were any erroneous results reported to the doctors?: yes if yes, were any patients treated based on erroneous results?: no. Was this/these individual symptomatic?: yes, this individual was asymptomatic. Were you using the assay as a screening on people with no known exposure?: yes. Were you using the assay as a screening on people with known exposure that are asymptomatic?: yes. Were you using the assay on people who are asymptomatic but the doctor recommended testing?: yes. What type of sample was collected ?: nasal swab. Did it follow the dual-nares collection method described in the instructions for use?: yes. What swab was used to collect the sample (was the swab included in the kit used)?: the swab that comes with the test kit how long after collection was the swab tested?: 15 minutes. How long was the sample incubated?: 15 minutes. How many drops were added to the sample well on the test device?: was walk-away mode used or analyze now mode?: 3 drops, analyze now mode were the kit qc swabs tested and if so, did they pass?: no qc tests. How long did you allow the sample to incubate on the test device once the three drops were added?: 15 minutes. Did you visually interpret the result on the cartridge or did you insert the cartridges into the analyzer to determine the results? Inserted cartridge into analyzer to determine the results. On average, how many tests do you run per week?: 150. Customer states employee had covid back in (B)(6)2020, also, employee is immunocompromised. Discussed with customer pi and the information about high rheumatoid factor results.

Manufacturer narrative:
(B)(4) investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. No return samples were received by the customer. No return sample analysis could be performed. A device history review could not be completed as no batch number was provided. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA)1878253 is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was previously performed using pcr test method and the negative result was obtained (B)(6) 2021. The result was reported to physician. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: (patient 1, event 2 of 5) it was reported that false positives were obtained. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? No. Was this/these individual symptomatic? Yes, this individual was asymptomatic. Were you using the assay as a screening on people with no known exposure? Yes. Were you using the assay as a screening on people with known exposure that are asymptomatic? Yes. Were you using the assay on people who are asymptomatic but the doctor recommended testing? Yes. What type of sample was collected ? Nasal swab. Did it follow the dual-nares collection method described in the instructions for use? Yes. What swab was used to collect the sample (was the swab included in the kit used)? The swab that comes with the test kit. How long after collection was the swab tested? 15 minutes. How long was the sample incubated? 15 minutes. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? 3 drops, analyze now mode. Were the kit qc swabs tested and if so, did they pass? No qc tests. How long did you allow the sample to incubate on the test device once the three drops were added? 15 minutes. Did you visually interpret the result on the cartridge or did you insert the cartridges into the analyzer to determine the results? Inserted cartridge into analyzer to determine the results. On average, how many tests do you run per week? 150. Customer states employee had covid back in (B)(6) 2020, also, employee is immunocompromised. Discussed with customer pi and the information about high rheumatoid factor results.